Event description:
It was reported that the patient was experiencing shocking sensations when stimulation was on despite reprogramming. The patient underwent an explant procedure. Additional information was received that the patient was also feeling pain at the back and on the leg.

Event description:
It was reported that the patient was experiencing shocking sensations when stimulation was on despite reprogramming. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.